Manufacturer narrative:
If implanted, explanted, give date: not applicable, as the product was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ''strand of something'' was found on a zcb00 21.5 diopter intraocular lens (iol) during handling but prior to insertion with no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/07/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed one of the haptic was broken and attached to the optic part of the lens. Debris and some traces of opthalmic viscosurgical devices (ovd)were observed on both sides of the lens surface. The lens was inspected again using 12x magnification and showed no other abnormalities on the lens other than the broken haptic. Debris complaint is confirmed however how and when the debris is introduced during manufacturing could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.